Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the gold film was inserted when they removed their sensor. The customer blood glucose level was 190 mg/dl. The customer was assisted with troubleshooting. Customer reports cannula was stuck in the insertion site. Customer reports the introducer needle was not hard to remove. Customer reports the sensor fractured while in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will not be returned for analysis.